Event description:
It was found during a baxter eval that a pump has a system error 322. Additionally, multiple system error 322 messages were found in the history log. There was no associated pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. During evaluation the device experienced a system error 322. The eval was unable to identify the specific component that caused the system error 322, however, history log review found multiple occurrences of system error 322. The upper auxiliary assembly and the lower auxiliary assembly will be replaced as they are known contributors to the reported symptom.